Event description:
It was reported that the blood control feature on the bd insyte¿ autoguard¿ bc shielded IV catheter failed to work and leaked blood during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "started a 20 guage IV lot#: 014757 on (B)(6) and the blood control technology failed to work". "Started a 22 guage IV lot#: 0169672 on (B)(6) and the blood control technology failed to work".

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA notified: the initial reporter also notified the FDA on date via medwatch # 2300530000-2020-8011. (B)(4).

Event description:
It was reported that the blood control feature on the bd insyte¿ autoguard¿ bc shielded IV catheter failed to work, and leaked blood during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, "started a 20 guage IV lot#014757 on 10/30, and the blood control technology failed to work; started a 22 guage IV lot #0169672 on 11/2 and the blood control technology failed to work."